Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the returned unit. The reported deployment difficulty and thumbwheel resistance were unable to be confirmed as the stent was already fully deployed. The reported resistance with the guide wire was unable to be confirmed during functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulties appear to be due to circumstances of the procedure. Based on the reported information and analysis of the returned unit, it is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and deployment failure. Additionally, it was reported that difficulty was encountered removing the absolute pro from the guide wire, which further indicates that shaft was likely bent in the anatomy. Further, it was reported that once outside of the anatomy the stent was successfully deployed, and the absolute pro was removed from the guide wire with no difficulty indicating that the difficulties were likely related to anatomical challenges. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for analysis, it has not yet been received. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was performed to treat a moderately calcified de novo lesion in the superficial femoral artery (sfa). The 5.0x100mm absolute pro self expanding stent system (sess) was advanced to the lesion. The safety lock was unlocked and the thumbwheel was rotated twice; however, the thumbwheel stopped. The stent completely failed to deploy. The sess was stuck on the guide wire and could not be removed; therefore, the guide wire and sess were removed as a unit with difficulty. Once outside the anatomy, the stent was successfully deployed and removed from the guide wire. The same guide wire was used and a new absolute pro sess stent was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.